Event description:
Caller tested 5.5 inr on the coaguchek s system while a comparison lab returned as 3.18 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Per the audiologist, the patient was explanted due to improper placement of the electrode. The device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).